Event description:
It was reported that the patient was seen by their physician on (B)(6) 2015, and their pulse width was programmed to 250 microsec. The patient was seen again on (B)(6) 2015, and, when the physician interrogated the device, the pulse width was at 130 microsec. To the best of the physician's knowledge, the patient was not seen by anyone else within that time frame that would have changed the settings. It unknown how the patient's settings changed from 250 microsec to 130 microsec without being intentionally programmed to that pulse width. There is no indication of a faulted diagnostic test. Attempts for programming history data have been unsuccessful to date.

Event description:
Programming data was received, and the settings were changed at some point between (B)(6) 2015. The change in settings are not indicative of any programming anomaly. The physician reported that the patient was seen in the office on (B)(6) 2015, but there was no programming history from that date. Data from both of the physician's programming systems was received, so the patient's settings were most likely changed at some point between the appointments without the physician's knowledge.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #1 inadvertently left off the date the manufacturer became aware, which was 04/05/2016.